Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event. H3 other text : device not returned.